Event description:
It was reported from switzerland that during service and evaluation, it was determined that the handpiece device had a sticky trigger, the retaining ring was broken and parts of it had blocked the trigger, and the device would not run. It was further determined that the device failed pretest for check for sticky triggers, check the function of the device in ¿on¿ mode, check the forward/reverse direction modes function, function test in ¿fwd only¿ mode, function check of oscillation angle, check power with power test bench, check speed with tacho meter and power supply, it was noted in the service order that pre-procedure it was observed that the device did not work anymore. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger and would not run. Therefore, the reported condition that the device was not working was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI ¿ (B)(4).